Manufacturer narrative:
This is a combine initial and final report being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There was an air leak coming from the distal end. Additionally, as noted in describe event or problem, the bending portion was broken and had sharp edges sticking out. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Based on the results of the investigation, it is believed that the reported failure was caused by stress. If the user applied excessive force to the bending section during manipulation, it would have caused damaged and the protruding sharp portion of the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer originally returned her olympus uretero-reno fiberscope due to an air/water leakage noted after a procedure. The procedure was completed as planned with the subject device without any patient issues reported. During the device evaluation, it was discovered that the leak was coming from the distal end that had a broken bending section with sharp edges sticking out. This report is being submitted to capture the damaged distal end with sharp edges sticking out.